Event description:
Pt revised for pain.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Review of the invoice found two different lot numbers for this product code. Since it is unk which lot was affected a search of the complaint database found no prior reports for both part and lot number combinations. Provided pt info states the alignment may have been off. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.